Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an opthalmic console bulb exploded in the auxiliary illuminator and tabletop illuminator was not working. The details of the procedure and patient impact have not been provided. Additional information has been requested and none received till date.

Manufacturer narrative:
Additional information provided in section d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported event. The nonconforming auxiliary illuminator was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. There were no relevant complaints found, as part of this investigation. The root cause of the reported event is attributed to the nonconforming auxiliary illuminator. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).